Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. After multiple new batteries and battery cap failed batt test alarm persisted. Unable to perform displacement test, self test, sleep and active current measurement test due to constant failed batt test alarm. Unable to download unit using thus software due to constant failed battery alarm.proceed with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. Continue with swapping of, internal battery, external battery tube, transfer electronic stack into a new testing board and the swapping of electronic boards to pinpoint the faulty component. After deconstructive analysis, it was determined that pcb2 was at fault. Isolate to pcb2. Unit also received with pillowing keypad overlay and scratched case. In conclusion, customer allegations for cosmetic damages were confirmed when scratched case was noted during visual inspection. However, unit was also received with a constant failed battery alarm and with further investigation, problem was isolate to pcb2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack in the case of the pump. The customer reported no adverse event. The event involved in the product was mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis.